Event description:
During a review of an article regarding vns therapy for pediatric epilepsy pts, it was reported that a female pt (noted in the article as pt # 3) experienced a deep infection which necessitated surgical removal of the device and treatment with antibiotics. Vns was reinstituted within a few weeks. Attempts to obtain additional info are underway.

Manufacturer narrative:
Rossignol, e., et al., vagus nerve stimulation in pediatric epileptic syndromes, seizure: eur j epil (2008), doi 10.1016/j.seizure.2008.03.010. See scanned pages.